Manufacturer narrative:
As of 02/06/2026, returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on device label.

Event description:
On the initial report received on december 05, 2025, the consumer stated that he had a rash after applying the bandage to the side of his foot. According to the consumer information request (cir) form received on january 23, 2026, the consumer confirmed that he developed a rash after using the bandage to cover a cut on his foot. The consumer reported that the issue was with the tape area. Consumer stated that the symptoms did not resolve after he discontinued use. The consumer plans to consult his doctor regarding the issue during his next annual wellness visit.